Event description:
Allegedly the end user fell through the seat of the commode, breaking the chairs seat, left arm and both wheel locks. End user reportedly sustained a cut to their bottom as a result of the fall.